Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has a history of seizures and has had multiple seizures since implant. Patient fell and experienced a concussion and has been admitted to the hospital. Further intervention is currently unknown.